Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 27-aug-2018, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 16-sep-2018, UDI#: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he was implanted with pencil leads originally and had a seizure disorder before the implant. The patient stated he had a grand mal seizure and it pushed one of the pencil leads up four levels on one side and five levels on the other. The patient had a surgery where they placed a paddle lead which his healthcare provider said he should have had in the beginning. The indication for use was spinal pain. No patient symptoms reported.